Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had only been able to open halfway, unable to recover and no apparent obstructions. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer 4.2 had only been able to open halfway. A field service engineer (fse) had found that the rails were defective on half-height drawer 4-2 and had ordered a new half-height drawer. Later, the fse removed the cubies, shut down the pyxis system, removed and replaced the half-height drawer, and tested it using the hardware testing application (hta). The fse then performed storage space configuration and reinserted the cubies. The system functioned as intended after the field service engineer repaired the device.